Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022, patient sample was collected and processed per pi on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive, flu a negative, flu b negative, rsv negative. This result was reported to a physician. On (B)(6) 2022, a new sample was collected on the patient. The sample was processed per pi on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative. This result was not reported to the physician. It is unknown if the patient was symptomatic at the time of testing. Testing was performed for placement. No known harm to the patient was reported. This case involves a patient that tested positive for sarscov2 by the cepheid xpress cov2/flu/rsv plus test. A second swab was collected the same day and tested negative by the same test. The first swab specimen was weakly positive for sarscov2. The pcr curves (sarscov2, spc) in the first swab were normal- no indication of interference or product malfunction. The second swab was cleanly negative- no calculated cycle threshold value, and no indication of any amplification of specific viral targets. Also, no evidence of product malfunction in the second swab, as spc pcr curve was normal. No known harm to patient. The likely root cause is target/s near limit of detection or near cut-off. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022, patient sample was collected and processed per pi on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive, flu a negative, flu b negative, rsv negative. This result was reported to a physician. On (B)(6) 2022, a new sample was collected on the patient. The sample was processed per pi on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative. This result was not reported to the physician. It is unknown if the patient was symptomatic at the time of testing. Testing was performed for placement. No known harm to the patient was reported.